Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter had an unknown issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed finding zero volt discharged. Data was reviewed, finding no failures related to the customers complaint. The complaint of an unknown transmitter issue could not be confirmed. The root cause could not be determined, post investigation.